Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) and posterior communicating artery (pcom) ,using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, a smart coil was stuck, and would not advance from the starting position within its introducer sheath and, therefore, it was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.